Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The device intermittently would not display a ECG signal via multi-function. Complainant did not indicate that there was any pt involvement in the reported malfunction.